Event description:
Per the audiologist's report, this pt's device partially extruded in december 2005. The pt reported that she continued to use the implant system despite the partial extrusion. The surgeon reported that there was no real infection present. The surgeon wants to remove the device and repair the skin flap which is eroded and damaged. He may go to the contralateral side to implant a new device during the surgery. Which has not been scheduled.